Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and no display anomaly was noted. All operating currents were within specification and no unexpected low battery or off no power alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. No damage was noted inside of the insulin pump.

Event description:
Customer called to report that the insulin pump has a partial display wtih missing segments. Customer stated that there are stripes and blotches on the display screen of the insulin pump. Customer's blood glucose levels were not included in the report.advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.